Manufacturer narrative:
The insulin pump alarmed failed battery test due to battery tube connector did not plug properly.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer's blood glucose level was 69 mg/dl at the time of the incident. The customer states the insulin pump alarmed failed battery test, after multiple batter changes. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.